Event description:
It was reported, a patient underwent a procedure to repair l1 on (B)(6). Physician was channeling and reported to the distributor rep that the device felt "loose". Physician withdrew device and entire tip was missing from the 19th chevron. While physician tried to access other pedicle with a non osseon device, the patient coded and was moved to the ICU over night. On (B)(6)2010, another procedure was performed. Patient is fine and pain level is being monitored.

Manufacturer narrative:
Device was driven outside of vertebral body through tough cortical bone. This is contra-indicated per the IFU. Upon attempted removal, device hung up on hard cortical bone and force applied by user caused tip to separate from device. Results: the failure mode of the needle tubing looks like it was ripped longitudinally. The outer profile of the tubing is still uniform. If the tubing failed by a twisting motion, the tubing wall would deform circumferentially, this would increase the needle profile. The needle did not get stuck on the opening of the cannula. There is no material deformation or witness marks at the opening of either cannula used in the procedure. With this failure mode, it could be the distal end of the needle was stuck on some object or feature of the vertebral body and the osseoflex was pulled with some force to separated the distal end of the needle and pull wire.